Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed the battery compartment threads are stripped and there is rust on the battery cap. This report is made based on the results of an investigation completed on 11/07/2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 11/07/2013 with the following findings: visual inspection and testing confirmed the threads inside of battery compartment are stripped with no evidence of crack or damage to battery compartment. Battery cap is unable to tighten securely to the pump. An initial leak test was passed, no leak found. Pump cover is removed to inspect internal components, no moisture is visible in the pump main compartment. Rust is observed only onto a battery cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.